Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During fill 1 of the simulated treatment encountered hb make sure heater bag is on heater tray and unclamped alarm. Troubleshooting of the failure found that the fault was due to clogged filter hp1 pump assembly. Replaced filter and continued testing. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. The file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized (unconfirmed date) due to hyperglycemia, was reviewed. During a follow up call for a fluid leak issue (no adverse event) it was reported that the patient was hospitalized for hyperglycemia unrelated to peritoneal dialysis (pd) therapy. It was documented that the patient was on prednisone at the time (unknown reason). Steroids are known to increase blood sugars and exacerbate hyperglycemia in diabetic patients. The patient continued dialysis during the hospitalization and was discharged in recovered condition. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction or deficiency reported for this hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 6 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated that the patient went to the hospital on january 29 for elevated blood sugar. The pdrn stated that she was unsure of the specific date. The pdrn stated that the elevated blood sugar is unrelated to the pd therapy. The pdrn stated that the patient is taking prednisone. The pdrn stated that the patient was discharged and has recovered. The pdrn stated that the patient is trained on performing stat drains. The pdrn was unaware if the patient completed their treatment. The pdrn confirmed that the patient has received the replacement cycler. The pdrn stated that it is unknown if the cycler has been returned and if the cassette is available for return.